Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in the sicu during an infusion of vasopressin at a rate of 6 ml/hr. It was noted that the fluid was room temperature, there were microbubbles in the tubing and the drip chamber was flooded. The head height was "5 inches from bag." It was further reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.